Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was interrogated with a programmer and confirmed to be operating in safety mode. Review of stored data found evidence that the device had lost power at some point, and power was then restored. This could indicate a problem with the battery. The device case was removed to facilitate inspection and testing of the internal components. The battery was disconnected from the hybrid assembly and detailed testing determined that this device experienced high impedance in the battery. However, a definitive cause of this high impedance behavior has not been determined.

Event description:
It was reported that during a routine device check, it was determined that this cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode. Upon interrogation, the following codes were noted: 0xa 0xa 0xa. Technical services (ts) reviewed troubleshooting options. Two days later, this crt-p was explanted and replaced. No additional adverse patient effects were reported. This crt-p was returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a routine device check, it was determined that this cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode. Upon interrogation, the following codes were noted: 0xa 0xa 0xa. Technical services (ts) reviewed troubleshooting options. Two days later, this crt-p was explanted and replaced. No additional adverse patient effects were reported. This crt-p was returned for analysis.